Event description:
The iab was inserted into the pt on 4/23/97 at 2:05 pm. On 4/25/97 after iabp for about 44 hrs, when the dr removed the iab, difficulty was encountered. The contact stated that the pt had inguinal hernia repair two weeks ago. On 6/11/97, co was notified that it was unk if the iab was discarded. The contact stated that it is the policy of the facility not to release the iab. Event complications: noen from the event - rpt'd 5/9/97. Pt current status: unk - rpt'd 5/9/97.

Manufacturer narrative:
Evaluation: the product was not returned or released to co for evaluation.